Manufacturer narrative:
Concomitant products: product ID 37602, serial # (B)(4), implanted: (B)(6) 2013, product type implantable neurostimulator; product ID 3387-40, lot # v004231, implanted: (B)(6) 2006, product type lead; product ID 748251, serial # (B)(4), implanted: (B)(6) 2006, product type extension; product ID 3387-40, lot # v004233, implanted: (B)(6) 2006, product type lead; product ID 748251, serial # (B)(4), implanted: (B)(6) 2006, product type extension; product ID 37642, serial # (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported that following battery replacements on (B)(6) 2013, they still had high impedances. Additional information has been requested but was not available as of the date of this report.